Event description:
It was reported by dealer that the (B)(4) chairs tilt is only working intermittently. The dealer also states that the acme screw/worm gear of the actuator is stripped. No further information is available.